Event description:
It was reported that the tip of the cartridge broke during the insertion of eyhance intraocular lens. The lens was fully inserted. The patient had not experienced any visual issues. So, the surgeon was not considering lens removal. Directions of use were followed. No other information is available.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number:(B)(6). Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.